Manufacturer narrative:
The tech replaced the shoulder bolt and nut to repair the stretcher.

Event description:
Info received indicates the left siderail will not latch in the up position due to a missing latch shoulder bolt.